Event description:
Pt underwent cataract surgery on 04/16/98, and implantation of a staar model aa-4203vf intraocular lens in the left eye. The surgeon stated that the lens was inserted and the haptic tore the capsule, causing vitreous to come forward. The wound was enlarged to 5 mm and the surgeon used an ocutome to remove the vitreous and implanted a pmma lens in the sulcus.